Event description:
Pt reported that whenever he uses 10ml pfs with adapter attached on pump, there is always few ml left in pump syringe. Added new freedom pump on profile and in order. Did inform that new pump does have adapter already attached and he can use 10ml pfs directly without that black adapter. He still need to transfer smaller pfs to pump empty syringe. Pt has 2 pumps on hand. Pt is going to return both. Unknown if any missed doses or adverse events. Pump serial numbers are (B)(6). No additional information available. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver. Ref report: mw5157106.